Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 680 mg/dl at the time of incident. Customer stated that they had bent cannula for about a year. The customer declined troubleshooting for bent cannula. The customer was treated with insulin drip during hospitalization. Customer was unable to complete carelink upload. The device will not be returned for analysis.